Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, this pt was successfully repaired using a gore excluder aaa endoprosthesis. A viabahn graft was used in the pt's right iliac due to iliac diameter and sheath size. Final aortograms showed excellent flow with no complications. The following morning, the pt complained of difficulty moving her lower extremities. A neurological assessment showed possible anterior spinal cord infarct resulting in lower extremity paraplegia. The pt was discharged one week later, to a rehabilitation institute. At the time of discharge, the patient had regained some muscular function.